Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a spinal fusion surgery. During the surgery, the surgeon was doing a tlif at l5-s1 with severe degenerative disease and previous decompression of l2-s1. Also used conduit t/plif interbody system for implant. Surgeon used paddle distractors. The cage looked different, maybe longer. After tamping, it was noticed that something looked wrong with image and cage. Attempted to remove the cage but only half of the cage came out because it had sheared in half. There was a surgical delay of forty-five (45) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: t-handle inserter (part# pet30101a, lot# e20di0683, quantity 1) unknown mallet (part# unknown, lot# unknown, quantity unknown) unknown distractor (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) post ibf ui h 10mm 8deg 26/9. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: visual inspection: the post ibf ui h 10mm 8deg 26/9 (part# pui81006, lot# e20la1712 qty# 1) was returned and received at us cq. Upon visual inspection, it is observed that the device was broken into two pieces and the pieces were deformed. Both pieces were retrieved and returned. No other issues were noted with the device. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to post manufacturing damage. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the returned device as it was broken and deformed. A definitive root cause could not be determined for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.